Manufacturer narrative:
(B) (4). Hematoma occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an open, right inguinal hernia repair procedure on (B) (6) 2008. Post-operatively on (B) (6) 2008, it was found that the patient developed a moderate hematoma. Intervention is indicated as "the other three points were retracted, the hematoma was evacuated, and a penrose drain was placed." The event is listed as resolved on (B) (6) 2008.